Event description:
Pt was being placed into wheelchair with lift. The staff was in the process of detaching the sling. The foot of the sling stayed attached to the lift. The lift started raising on its own, causing chair and patient to flip forward. Pt was sent to the emergency room with bruises to the head. MFR # 9611530-2013-00028.